Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The patient was hospitalized for the event and began treatment with intraperitoneal cefazolin (1g daily) and intraperitoneal fortum (1g daily) for the peritonitis. Dianeal therapy remained ongoing. At the time of this report, antibiotic therapy remained ongoing and the patient was recovering from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, twenty one days after the event onset, the cefazolin and fortum were discontinued and the patient had recovered from the peritonitis. Two days later, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.